Event description:
It was reported that at the beginning of an electrophysiology procedure, the handle of the first catheter made a noise and the tip didn't respond to the movements on the handle. The first catheter was replaced with a new one. The second catheter stopped responding to the handle after a while. When the handle was taken off, the tip had a strange curve. The second catheter was replaced to finish the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned, analyzed and revealed that the tip didn't straighten out completely. It was noted that there was out-of-plane deflection and the catheter appears to have been damaged at implant. (B)(4) the catheter was returned, analyzed and revealed that the catheter failed field simulation and high impedance was found. Tool marks were visible on catheter shaft, photograph taken revealed damage at implant. It was also noted that there was out-of-plane deflection, curve reach was incorrect and the manipulator wire was broken.